Event description:
It was reported when using the pyxis medstation es system failed to power on and remained unresponsive, which hindered users from accessing and removing medications for the patient. The customer stated that there was a delay in patient care during the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a fault with one of the main station drawers that was preventing the power supply from energizing the station. A field service engineer identified the malfunction as originating from main station drawer 2.2. A field service engineer reseated the cable connections and replaced the drawer control card to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.